Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the physician tried to deploy the catheter to basket in the left superior pulmonary vein it was found that the device would not deploy. The catheter was removed and it was found that the guidewire was stuck. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.